Manufacturer narrative:
The reported events of noise and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead body did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead exhibited noise and high pacing impedance when tested using the pacing system analyzer (psa). The noise was continuous on the psa. The lead was not used and replaced during the procedure. The patient was stable.